Event description:
In 2008, the lay-user/patient contacted lifescan alleging that the one touch ultra meter is giving inaccurate erratic readings. In addition, the patient indicated that she was having a difficult time getting the one touch ultra test strips to fit into the one touch ultra meter. On april 23, 2008, this medical affairs specialist contacted the patient to obtain/clarify more information. The patient indicated that she noticed that the meter was giving inaccurate erratic reading for the past 2 months prior to contacting lifescan. On the morning of eight days prior to original date at 8 am, the patient obtained a blood glucose reading of "330 mg/dl." The patient did not have any symptoms at the time of concern. Due to the elevated reading on the lfs meter, the patient stated she did not want to eat until her blood glucose came down. The patient took 1 unit of novolin insulin, which was expected to lower the patient's blood glucose to approximately 230 mg/dl. However, the patient passed out between 8-8:30 am. At 8:30 am, the patient's husband tested the patient at "126 mg/dl" on the lfs meter. The patient's husband considered administering a glucagon injection to the patient but did not; as he thought that his wife had a normal blood glucose reading. At 9 am, the paramedics arrived. The paramedic tested the patient at "124 mg/dl" on the emt meter and transported the patient to the ER. The patient stayed in the emergency room for 5 hours under observation and was given water. No diagnosis was given at the hospital. The patient's insulin regimen and testing frequency has not changed prior to and after the incident. During troubleshooting, the patient reported blood glucose results of "200 and 126 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20mg/dl. This complaint is being reported because the patient claimed she passed out which could possibly be due to severe hypoglycemia after taking insulin based on a lfs meter reading. It is not clear that the syncopal replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.